Manufacturer narrative:
Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. Additionally, 24 retention samples from bd inventory were evaluated by functional testing and the issue of closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 4 bd vacutainer® cat plus blood collection tubes the stopper remained in the the tube. The patient had to be re-drawn. The following information was provided by the initial reporter: multiple lot numbers and different tube types in the last week we have had three red top serum tubes and a blue top sodium citrate all arrive at the analyser with the bungs still present in the tube. Tube decapper supplier doesn't feel that it is an issue with their decapper and has done quite a lot of work optimising the system.